Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the main tube exhibited a large crack that might pose as an insulation risk at the proximal end. Engineering concluded that the damage was likely due to mishandling. Engineering also found deep scratches on the main tube. The distal end of main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during reprocessing the da vinci si surgical maryland bipolar forceps instrument black insulation was noted to be worn in a spot. No patient harm, adverse outcome or injury was reported.